Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump ring had come off. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The location of the ring damage was from the top of the reservoir compartment. The reservoir can stay in place on the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.